Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument froze during operation. The manual release key was used to remove the instrument from tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. The instrument was able to be removed successfully from tissue. There was no harm to patient tissue. The incident with the instrument occurred while applying the clip. The issue resolved with a replacement instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the reported issue. The instrument was found to have one severely bent grip, causing misalignment of the grips. A clip could not be properly loaded on the grips. The grips did not show cracking damage and components adjacent to this severely bent grip did not show damage.